Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 support was ongoing for the 62 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage d shock. The 5.5 and automated impella controller (aic) support was ongoing when on the 4th day of support the team found the aic would not detect the purge cassette. The team attempted troubleshooting by replacement of the cassette, but found that the aic itself needed replacement. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B1. Brand name corrected.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. E4 should have been selected as unknown on the initial reported therefore updated. G2 report source company rep was not selected therefore updated.